Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 6947-75 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial lead was implanted after its expiration date. The lead remains in use. No patient complications have been reported as a result of this event.